Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board on keypad connector, or stuck button alarm noted during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was received with scratched case, peeling keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 139 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button and the buttons were unresponsive. Customer reported that the insulin pump button was not pressed down for 3 minutes or longer and insulin pump was exposed to a change in altitude. Customer stated that the battery cap has been removed and the battery has been changed and it did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.